Event description:
An instagram user reported: "I had aveli done in miami almost 3 weeks ago, the amount of swelling and bruising is beyond any surgery, but that is not even the worse, the seromas, omg, when will it all go away? Any suggestions." Instagram user stated in the posting that she had reached out to her provider and he indicated that her symptoms are normal. Revelle attempted to contact patient by email on 10/7/22 for more information, and again by text message on 10/11/22 and again by phone on 10/13/22 and she could not be reached. Voicemail was not available. The patient's name and treatment provider's name is unknown.